Event description:
Report received of pump alarm occurring when not associated with a refill. Patient also experiencing increase of spasticity. Patient referred to hcp to assess pump for replacement. A supplemental medwatch report will be filed when additional information is received.